Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was a safety mechanism failure. The following information was provided by the initial reporter. The customer stated: "the safety device did not work to remove the needle." There was no reported harm to the patient or healthcare provider.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was a safety mechanism failure. The following information was provided by the initial reporter. The customer stated: "the safety device did not work to remove the needle." There was no reported harm to the patient or healthcare provider.